Manufacturer narrative:
Patient information not provided by reporter. Device is an instrument and is not implanted/explanted. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 19 september 2013, no ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that at the top of the instrument, a piece of metal detached from the instrument during the cleaning process and cut a member of staff, it was a minor cut. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(6). A product investigation was completed: the investigation has shown that the hammer guide was exposed to very strong hammer blows. These blows were applied onto the chamfer of the lower surface of the head, which did lead to a deformation and compression of the material at the chamfer. By this compression of the material a burr was created at the deformation. Based on the kind of the damage it is likely that the guide function of the hammer was not used during the extraction of a nail. This has the effect that the head is only hit on one site and that the force is applied onto the chamfer instead of the flat surface when the hammer is not exactly aligned with the hammer guide, which finally will damage the chamfer. The manufacturing documents of the present hammer guided were reviewed and no complaint related issues were found. The correct material was used back then and the hardness was according to the specification. This lot was manufactured in september 2013. Based on these findings and the appearance of the hammer guide we exclude a manufacturing fault. No product related fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the staff member suffered a splinter to the finger.